Event description:
Info received indicates the brake caster does not hold and continues to swivel when in brake.

Manufacturer narrative:
The tech replaced the brake and brake steer casters to repair the bed.